Manufacturer narrative:
(B)(4). Product surveillance followed up with the nurse, who stated that the patient never contacted her regarding that event. The nurse however stated at that time, the patient was doing well. No further information was provided. The root cause of the reported problem of 2240alarm, air is currently being investigated through CAPA number (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the tip failed to detach when crushing the stone and as a result the pull wire of the device broke. The basket was removed from the patient by using a sohendra handle. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow up emdr will be submitted.

Event description:
A customer contacted baxter's technical service center to report a system error 2240 alarm (air) on the homechoice (hc) device during dwell. The homepatient (hp) had 2 bags connected, an unused clamp was opened. The technical service representative (tsr) had the hp cycle power and cleared the alarm.